Event description:
Unomedical reference number (B)(4). Event occurred in the canada. It was reported issues with 3 infusion sets where 2 infusion sets fell off after 2 hours and the third one fell off after 24 hour. No further information available.

Manufacturer narrative:
Device 2 of 3. (B)(6).